Manufacturer narrative:
Evaluation codes: results patients condition affected the effectiveness of the device (severe calcification.) None (no device received for evaluation) evaluation codes: conclusions device failure related to patient condition (severe calcification.) Unable to confirm complaint (no device received for evaluation) (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a severely calcified lesion in the cx. The device was inspected and prepped with no issues noted. Negative prep was also performed with no issues noted it was reported that the device passed through a previously deployed stent with resistance encountered when advancing device. It was reported that the device only partially inflated. The stent balloon ruptured during the first inflation and the physician was able to withdraw the balloon catheter, and inflate the stent fully using a 3.25 x 12 non mdt balloon.